Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: we have a batch of heplocks that are defective. It¿s like they are sealed and you can¿t flush anything though them no matter what tricks you try. Several of the nurses today say they¿ve been having trouble for a while. I saved the one I couldn¿t get to flush and the lot number is lot (10) 20026417. We are having an issue with hep lock smartsites that won¿t allow the nurses to flush anything through them. It hasn¿t been happening for too long so hopefully it¿s just this one lot. Item # is 2000e and the lot is 20026417. No specific dates. As a nurse manager, I don¿t get to work the floor often but this particular day I was starting and IV and noticed the problem. When I asked my staff if they had experienced this, they stated yes they had been noticing it was a problem for the last 4 or 5 days. I wish I had more specific dates for you. Customer response: 1. Are you able to provide a specific date and time for the event? Tuesday, (B)(6) was the date I emailed our materials department regarding the issue. However, when I asked my staff about it they stated they had been having the same issue for the last 4 or 5 days. 2. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? There was no tubing attached to the connector or to the patient at the time of the event. I had attached a 10cc syringe of normal saline to prime the connector. I tried several times to prime it, even removing the cap on the end but nothing resolved the issue. 3. Was the death/serious injury/event/impact/outcome related to the device? Please explain: no adverse outcome related to the device occurred. 4. Was there a delay of, or change in, the course of treatment due to the event? Please explain: there was no delay or change in the course of treatment. It took slightly more time to get a new connector but no change in the course of treatment.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09/22/2020. Investigation conclusion: it was reported that heplocks are defective, and it is difficult to flush. Received from the customer are 25 new unopened smartsite connectors model 2000e lot 20026417. The smartsite connectors were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received smartsite connectors during visual inspection. Functional testing was performed by attaching a lab syringe filled with blue dye to each smartsite connector to flush fluid through. Fluid flowed through each smartsite port with no occlusions or difficulties on all 25 received smartsites. No further testing was performed as no occlusions occurred on any of the 25 received smartsites. A device history record for model 2000e with lot number 20026417 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 17feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report of unable to prime/flush was not confirmed. The root cause of the customer¿s report could not be identified because fluid was successfully pushed through each smartsite connector with no occlusions occurring.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: we have a batch of heplocks that are defective. It¿s like they are sealed and you can¿t flush anything though them no matter what tricks you try. Several of the nurses today say they¿ve been having trouble for a while. I saved the one I couldn¿t get to flush and the lot number is lot (10) 20026417. We are having an issue with hep lock smartsites that won¿t allow the nurses to flush anything through them. It hasn¿t been happening for too long so hopefully it¿s just this one lot. Item # is 2000e and the lot is 20026417. No specific dates. As a nurse manager, I don¿t get to work the floor often but this particular day I was starting and IV and noticed the problem. When I asked my staff if they had experienced this, they stated yes they had been noticing it was a problem for the last 4 or 5 days. I wish I had more specific dates for you. Customer response: are you able to provide a specific date and time for the event? Tuesday, august 25th was the date I emailed our materials department regarding the issue. However, when I asked my staff about it they stated they had been having the same issue for the last 4 or 5 days. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? There was no tubing attached to the connector or to the patient at the time of the event. I had attached a 10cc syringe of normal saline to prime the connector. I tried several times to prime it, even removing the cap on the end but nothing resolved the issue. Was the death/serious injury/event/impact/outcome related to the device? Please explain: no adverse outcome related to the device occurred. Was there a delay of, or change in, the course of treatment due to the event? Please explain: there was no delay or change in the course of treatment. It took slightly more time to get a new connector but no change in the course of treatment.